Manufacturer narrative:
The device was received for evaluation. Visual inspection found that the package was without air and also wrinkled, collapsed and with open seal at one side. The reported issue was verified. The direct cause is related to extra handling during the conditioning process in which the product is repackaged from 120 to 30 units in a box by a 3pl. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no air present in the packaging of the minicap. This event occurred before use. The package had not been opened. There was no patient involved. No additional information is available.